Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with scratched case. Device p-cap / reservoir locked properly in place. Unit received with scratched case. Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08720 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced low blood glucose level. The customer¿s blood glucose level was 32 mg/dl at the time of the incident. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer had alleged that the insulin pump was over delivering. The device will be returned for analysis.